Manufacturer narrative:
A visual analysis of the returned device found that it had residues of calcification on its bladder coil. Based on product analysis, the encountered defect (stent calcified) may cause difficulties during the withdrawal of the device. Therefore, based on all available information the most probable cause for this complaint is considered ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure noted within the directions for use. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was removed from the ureter in a scheduled catheter removal procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was found that the stent was calcified. The entire stent was removed with the use of a clamp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was removed from the ureter in a scheduled catheter removal procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was found that the stent was calcified. The entire stent was removed with the use of a clamp. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.